Event description:
During a meniscus repair procedure using a fast-fix 360 reversed curve ndl deliv, it was reported that when the deployment knob was depressed to deploy the first implant (t1), the second implant (t2) also deployed. Both t1 and t2 remain inside the patient unsupported. The procedure was completed with a back-up fast-fix 360 reversed curve ndl deliv device. There were no reports of patient injuries or complications.

Manufacturer narrative:
Device evaluation: one fast-fix 360 reversed curve ndl deliv device was returned for evaluation of the reported complaint mode, "simultaneous deployment". The device was received with the implants and suture in a separate pouch. Visual inspection found the shaft to be slightly bent so that the reverse curve was not apparent. The actuator was in the pre-t2 deployment position, and the device could not be actuated, due to the bend in the shaft. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture. Based on the device received and the investigation performed, the event is not considered reportable. Contrary to the initial medwatch report stating that the implants remain in the body; no implants were left behind in the patient. (B)(4).

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).